Event description:
Closure plus was put on field and connected to the generator. Catheter was not recording as being plugged in although the red lines on the catheter and machine matched. The catheter was unable to be used and another catheter was required to be opened.